Event description:
The customer contact reported that following an upgrade of the mednet version 4.1 database to mednet version 5.1 database, it was noted the rule set for an unspecified drug was inadvertently applied uniformly to all the clinical care areas (cca) within the drug library that contained the same drug and drug concentration. Reportedly, the affected drug library was loaded into one life care pca pump and five plum a+ pumps. The pumps remained in the biomedical engineering department and were not placed into clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The investigation is not complete.